Event description:
It was reported that the level 1 hotline low flow system (hl-90) failed to calibrate. The readings were fluctuating. The device did not alarm. The operator also noted that the device was powering on and off. The product problem was observed during preventative maintenance. There was no patient involvement.